Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the pulse generator exhibited a diagnostic anomaly of battery longevity overestimation. No interventions were made. The patient was stable.